Manufacturer narrative:
Additional, corrected and/or changed data: b.3

Event description:
Company representative reported on behalf of healthcare professional "infection on the left side after breast implantation". This record is for the left side. Device was explanted and replaced, will not be returned.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported on behalf of healthcare professional "infection on the left side after breast implantation". This record is for the left side. Device was explanted and replaced, will not be returned.